Event description:
It was reported an issue with optilene suture. The client reported that had a damaged optilene suture, which has been a concern among our customer. One of the needles is detached from the thread, and the thread is still wound on the pack. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples. Needle attachment results conducted on the closed samples received are 0.97 kgf in average and 0.04 kgf in minimum and does not fulfill european pharmacopoeia requirement for the minimum: 0.46 kgf in average and 0.23 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: taking into account the closed samples received do not fulfil european pharmacopoeia/b. Braun surgical specifications we conclude that the complaint is confirmed by evidence of the failure in the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.